Manufacturer narrative:
Investigation into this complaint included an evaluation of the quality data review (device history record (DHR) review and CAPA review), retain evaluation, customer-provided image evaluation, and complaint history review. The results of the investigation are summarized as follows: quality data review: the device history record / batch record review identified no issues or errors. The product under investigation met specifications at the time of release. The CAPA / non-conformance review searched for records related to vysis lsi pml/rara dc df fish probe kit (lot# 492875) and probe (lot# 492388) used to manufacture the kit in question. Any resulting CAPA were then reviewed to determine relevance to this investigation. No records were identified as being related to this event. Product/system/instrument evaluation: retain / file sample evaluation: a visual inspection using the am retain sample from the same lot of material in question was performed to determine if products had any visually identifiable damage. No damage was identified. Return sample evaluation: the customer's sample was not available for this investigation. The customer-provided image was reviewed, and no systemic issue was confirmed. The complaint history review searched for complaints reporting damaged in reference to vysis lsi pml/rara dc df fish probe kit (lot# 492875) and probe used (lot# 492388) to manufacture the kit in question. No additional related complaints were identified. Based on the results of the investigation elements, no product deficiency has been identified for vysis lsi pml/rara dc df fish probe kit: list# 05j70-001 /lot# 492875. The customer reported the event post shipment and handling. There have been no other reported complaints related to the lot of material in question and no other element of the investigation suggests a systemic issue.

Manufacturer narrative:
Complaint investigation has been initiated.

Event description:
The customer reported that the abbott molecular fish vysis probe vial arrived crushed inside the shipping box, and the product was not usable. The outer shipping box was intact, and no outside box damage was observed. The probe packaging was intact, and there was a large piece of ice on top of the package. The broken vial was inside the package. The customer used ppe (personal protective equipment) when opening the shipment. There was no injury caused by the broken plastic probe vial.